Event description:
It was found that the jack release valve assembly was broken/damaged causing the jack to be stuck in the elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.